Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Description of facts: plunger seal leakage. Location: cytostatic reconstitution unit, under iso leakage with treatment = aybintio 400mg number of products involved: 1 syringe. Can you tell us if you've had similar reports on this batch/product and/or if the production batch history reveals any discrepancies? The syringe has been quarantined and is available for examination: it has been kept filled with the preparation. Would you like to analyze it? Should it be emptied before testing? Sample used and cytotoxic contamination. Additional information received on 02-apr-2025: as indicated in the initial declaration, the event occurred in the isolator. Consequences: loss of time, loss of a vial of aybintio.

Event description:
No additional information

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one sample was provided to our quality team for investigation. The returned sample was evaluated, no damage or defect was identified within the device to indicate why a leak may have occurred and the stopper was verified to be properly assembled on the plunger. A device history review was performed for reported lot 2502045, no deviations or non-conformances related to the reported issue were identified during the manufacturing process. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing. No issues related to the reported event were identified during this testing. Retained samples of the reported lot were used for additional evaluation. The products were visually inspected, no defects or damage was noted on any of the syringe components that could lead to a leak and all stoppers were verified to be properly assembled on to the plunger rod. Leakage testing was performed on the both the retained samples and returned syringe, all product was verified to meet required specification and no leakages were observed. Based on our investigation and sample evaluation, we cannot identify a root cause at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.